Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder rotator cuff repair, the anchor in the twinfix ultra ha was broken. Some pieces remained in the patient and others were removed with tweezers. The procedure was successfully completed without delay using a back-up device in an additional bone hole. No patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image confirmed the reported product information. A visual inspection revealed that the device was returned without its anchor or sutures. The insertor tines were significantly bent and damaged. There was minimal debris. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings including the following: ¿ breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. ¿ use of excessive force during insertion can cause failure of the suture anchor or insertion device. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force, off-axis insertion, or improper preparation of the insertion site.